Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were attempted, however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.